Manufacturer narrative:
Additional information provided by the (B)(6) representative on 09jun2026 confirmed that the bleeding was first observed after the procedure, after the galaxy system was undocked. The estimated blood loss volume was 1 l. Treatment included cold saline, tamponade, and suction, and the patient was admitted for two nights. The clinical representative confirmed that biopsy activity with forceps and cryo was performed prior to the bleeding event. An unexpected scope movement was observed. The bleeding was observed with the second bronchoscope. The clinical representative also confirmed that both bronchoscopes experienced complete loss of visualization. One bronchoscope is being returned for investigation. System and bronchoscope manufacturing records were reviewed and found no issues associated with this event. The first bronchoscope was returned for investigation. Manufacturing record review confirmed it passed final qa/qc inspection prior to release. Failure analysis confirmed the reported visualization issue, with the led turning off during articulation; however, the cause has not yet been established. The second bronchoscope was discarded and was not available for investigation. Manufacturing record review confirmed it also passed final qa/qc inspection prior to release. Video review demonstrated successful initialization, main carina matching, registration, and the first tilt+ imaging acquisition, with good image quality, appropriate breath hold, proper c-arm sweep speed, and successful target update. Three unexpected scope shape alerts were observed, and log analysis confirmed the alerts triggered appropriately and that the user retracted following the alerts; therefore, the response is not considered use error. Episodes of complete camera visualization loss were observed. After exiting the et tube, the bronchoscope was articulated to the right and appeared to contact the parenchymal wall, after which camera visualization was lost and the screen went completely black. This appears to correspond to the unexpected scope movement reported by the clinical representative. Log analysis of the joystick commands showed the user was commanding both insertion and articulation during this time so the scope movement was user commanded and not unexpected. Visualization returned after bronchoscope retraction. While camera visualization was inactive, live fluoroscopy, the targeting ball, and af circle were used for navigational guidance. Biopsy was later performed under live fluoroscopy, and observed tool passes appeared to remain within the af circle. The reported bronchial bleeding was first identified after the procedure, after the galaxy system was undocked. The physician did not attribute the bleeding to the galaxy system and stated it was due to biopsy activity. Based on the available video and log review, the observed camera visualization loss does not reasonably suggest contribution to the reported bronchial bleeding. This MDR has been submitted because the patient experienced bronchial bleeding requiring medical intervention and hospitalization following a galaxy-assisted biopsy procedure. Loss of camera visualization was reported with two bronchoscopes during the procedure. The physician did not attribute the reported bronchial bleeding to the galaxy system and stated the bleeding was due to biopsy activity. Video and log review did not demonstrate that the reported visualization loss caused or directly contributed to the bronchial bleeding.

Event description:
It was reported that a patient underwent a galaxy-assisted bronchoscopy procedure for an 18 mm lesion located in the right upper lobe. During the procedure, complete loss of camera visualization was reported with two bronchoscopes. Bronchial bleeding was also reported as an adverse event, treated with tamponade and cold saline. Patient demographics, pre-existing conditions, and additional concomitant tools were not available.